Event description:
Boston scientific became aware of an event involving spyscope ds through and article titled: efficacy of mapping biopsy using a novel sheath system for the histological diagnosis of superficial ductal spread in distal cholangiocarcinoma: a retrospective multicenter study by mitsuru okuno, et al. Per the article, between september 2009 and february 2024, 87 patients underwent a direct, sheath, or peroral cholangioscopy (pocs) mapping biopsy (mb) utilizing the spyscope ds for cholangiocarcinoma. Adverse events were seen in four (4) patients (3 mild and 1 moderate) in the peroral cholangioscopy (pocs) cases. No other patient complications were reported. Please see reference article for full details. Mitsuru okuno, et al. (2025) efficacy of mapping biopsy using a novel sheath system for the histological diagnosis of superficial ductal spread in distal cholangiocarcinoma: a retrospective multicenter study japanese society of hepato-biliary-pancreatic surgery 2025;32:114 to 123. Doi: 10.1002/jhbp.12103.

Manufacturer narrative:
Block h6: imdrf code e1021 captures the reportable event of pancreatitis. Block b3: date of event based on the article publication date. Block d4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Investigation results summary: the spyscope ds ii devices involved were not returned for analysis. Based on the images shown in the article, there are no damages to spyglass ii that suggest a device malperformance. Therefore, the reported code of device no known device problem is confirmed. Device history records (DHR) review cannot be performed as no batch number was reported and a ship history cannot be completed due to the unavailable documentation. A labeling review was performed using the instructions for use (IFU). It was confirmed that pancreatitis is listed and anticipated as an adverse event in the IFU. There is no evidence the device was improperly used per the IFU. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pancreatitis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.